Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two appropriate treatments during vt. The lifevest properly detected vt at 01:17:09, 01:41:08, 01:51:28, 03:02:40, 03:11:15, 03:12:23, 03:13:21, 03:15:23, 03:16:23, 03:17:27, 03:18:35, 03:19:47, 03:20:45, 03:22:05, 03:23:20, 03:24:35, 03:26:30, 03:29:24, 03:34:23, 03:39:23, 03:44:23 and 03:47:37 on (B)(6) 2022. Self-converting vt, rb use, motion artifact and electrode lead falloff prevent the lifevest from treating the patient. At 03:53:25, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 160 bpm. The patient's post-shock rhythm was vt at 150 bpm. At 03:53:47, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 160 bpm. The patient's post-shock rhythm was vt at 160 bpm with motion artifact and electrode lead falloff. At 03:54:55, the device was shutdown. Last seen rhythm was obscured by CPR/electrode lead fall off.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.